Manufacturer narrative:
(B)(4). Batch # p5869w. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an open gastrectomy, the firing force was lower than usual (there was no feedback of grasping the firing trigger), and the device could not be fired at the first firing. Although the manual knife reverse switch was used, there was no feedback and the knife did not return. Therefore, a powered echelon was fired on the anus side. After that, the sc60a was able to be released. The device was used on the duodenum. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p5869w. Device analysis: the sc60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.